Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history log showed check clutch/plunger lever error. Functional testing was performed, and it was determined that normal wear to the drive terrain was the cause of the primary issue. During testing, an additional error came up of ¿motor not running." The main printed circuit board (pcb) was replaced to resolve this issue.

Event description:
It was reported that the pump had a travel course error. There was no patient involvement. The issue was discovered during testing.